Event description:
On (B)(6) 2019, this patient underwent endovascular repair of a 91mm abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The patient tolerated the initial procedure. On (B)(6) 2021, follow up CT scan showed that a maximum abdominal aortic diameter was 105mm. On (B)(6) 2019, a type ii endoleak was discovered on follow up CT examination. The endoleak was ongoing and no treatment has been administered. On (B)(6) 2021 the persistent type ii endoleak was resolved with an embolization procedure using a liquid embolic system. According to the site, the event is not related to the device or procedure. No further events have been reported.

Manufacturer narrative:
(B)(4). The device remains implanted and is not available for investigation. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
On april 25, 2023, the alert notification was received that on (B)(6) 2023, a persistent type ii endoleak (the first time discovered on (B)(6) 2019) was treated. The patient underwent a conversion to open surgical repair in which the device was partially explanted. During the conversion to open repair, the proximal end of the graft was trimmed back so that a very small portion of graft was left in the neck, but the proximal anastomosis would be performed to healthy aorta. The proximal portion of the graft was incorporated to the proximal anastomosis and distally the limbs of the aortic endograft were fused together and a tube graft was used sewn to the distal aorta incorporating the limbs of the endograft. The patient tolerated the procedure. The site has not reported any additional events for this subject after treatment.

Manufacturer narrative:
B5: the event description was updated due to the additional information received on april 25, 2023. B6: the additional information was added. D6: was updated to cover the explant procedure. H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device was partially explanted and is not available for investigation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore®excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak, aneurysm enlargement and conversion. Please note that the initial report to FDA was emailed on july 11, 2022.